Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Result: representative sample of the product was tested for needle strength and ductility and the results obtained were in conformance with the requirements. Conclusion: no device failure detected and the product is within specification.

Event description:
It was reported that a patient underwent a breast reconstruction for encapsulation of implant on (B)(6) 2011 and suture was used. During the procedure, the tip of needle broke off and appeared to be in the thoracic cavity. The location was unable to be verified by xray. The tip was removed as the remaining portion was outside of the cavity. The patient had a 30% pneumothorax postoperative and was treated with chest tube. The patient returned to the clinic on (B)(6) 2011. A chest x-ray was performed that showed a small residual pneumothorax. No intervention provided. The patient was instructed to continue deep breathing exercises.